Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the trial patient had stimulation in the wrong location; she was not feeling stimulation in the bicycle seat area. The patient noted that she began the trial the day prior to the report. The patient stated that at the implant she was asked if she felt it in the bicycle seat area and she replied yes. At the time of the report the patient stated that she felt stimulation in the pelvic floor when she told her doctor, but she had been referring to the feeling at her device site. The patient stated that it felt like a "fist in a wad pushed in where the needle was and holding strong as a push." The patient could feel an annoyance and tapping in her back. The patient also had no stimulation sensation. The patient stated that "about half an hour ago" she was lying down and counted seven times she felt a "little something." The patient also reported a shocking or jolting sensation. The patient stated that when she turned the screener up a number she "hollered and jumped and it felt like a bee sting." The patient felt this where the needle went in her back and "in just a little bit that calmed down." The patient never had therapeutic effect and was not peeing as she should. The patient stated that the day prior to the report after drinking 40 ounces, she could pee 70 ounces and "cath'ed" 27 ounces. The patient woke up in the middle of the night, got up, and after sitting 30 minutes she peed 7 ounces and "cath'ed" 26 ounces; later that morning she "cath'ed" 18 ounces. A week later it was reported that on the day of the original report the patient switched her therapy from the left to the right and it still did not work for her. The patient had a follow-up appointment the day prior to the report and she still had no benefit. The patient's trial leads were taken out. The patient was scheduled to proceed with a "stage 2" test on (B)(6) 2014. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.